Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient's shoulder having a rotator cuff tear and the glenoid being loose. The surgeon removed all of the turon implants and replaced with a complete reverse shoulder.